Manufacturer narrative:
The affected concomitant product was received on 02/19/2020 and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing dilated (ballooned) in the silicon pump tubing segment. When the trauma team opened the pump the balloon smoothed out and give the patient a bolus of fentanyl. Patient impact unknown.

Event description:
It was reported that the tubing dilated (ballooned) in the silicon pump tubing segment. When the trauma team opened the pump, the balloon smoothed out and give the patient a bolus of fentanyl. Patient impact unknown.

Manufacturer narrative:
The customer¿s report that the tubing dilated (ballooned) in the silicon pump tubing segment during a fentanyl infusion could not be confirmed. The reported set model 2426-0500 lot 19123168 that was in use during the customer event was not returned for evaluation. Received one used pcu device (s/n (B)(6)) attached with one used pump module device (s/n (B)(6)) on (B)(6) 2020. The review of the returned pcu (s/n (B)(6)) did not show that the returned pump module (s/n (B)(6)) had been selected and programmed for an infusion of fentanyl, as reported by the customer. Instead, the log indicated by programming key press replication, that the returned device was selected and programmed for an infusion of vasopressin (drug ID 587). The root cause of this failure was not identified as the event set model 2426-0500 was not returned for evaluation. A device history record for model 2426-0500 with lot number 19123168 was performed. The search showed that a total of 23,043 units were built in 1 lot on 19dec2019. The search showed that there were no quality notifications for the failure mode reported by the customer.